Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The device passed the displacement test, sleep current test, active current test and self test. The power management tool indicated abnormal behavior of the lithium backup battery loaded voltage (loaded vlith) as shown on the power management graph and confirmed charge/battery lasts less than expected and low battery alert less than 1 week due to connector resistance j6 /pcb 1. After disconnecting and reconnecting the internal battery connector on j6/pcb 1, the pump was monitored and functioned properly.

Event description:
The customer reported via phone call that the batteries of the insulin pump were running out of power within the hour. Customer's blood glucose level was 130 mg/dl at the time of the incident. Troubleshooting was provided for the battery issue. The insulin pump will return for analysis.

Manufacturer narrative:
Device passed the displacement test, sleep current test, active current test and self test. The power management tool indicated abnormal behavior of the lithium backup battery loaded voltage as shown on the power management graph and confirmed charge/battery lasts less than expected and low battery alert less than one connector on electrical board, device was monitored and functioned properly.